Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 21mm trifecta gt valve was implanted with no reported complications. On (B)(6) 2021, the patient was hospitalized with symptoms of cardiac heart failure. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) showed perivalvular leakage and significant aortic intra-valvular aortic valve insufficiency. The trifecta gt valve was explanted; upon explant, incompetency at one commissure and inadequate movement of one leaflet were observed. A new competitor's sorin bicarbon mechanical prothesis 21 mm was successfully implanted. The patient was reported to have been discharged to rehab in stable condition.